Event description:
It was reported that in the emergency room, the md found the swg slightly bent prior to insertion. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because an opened kit with other various components was returned without the swg sample for analysis. The device history records for the swg were reviewed with no findings relevant to this complaint. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of the bent swg could not be determined based upon the information provided and without a sample.